Manufacturer narrative:
The technician inspected the brake assembly and found the brakes function as designed, no issue found, user error.

Event description:
The account alleged the brakes are not holding on the foot end of the bed. No pt impact.